Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation revealed that the (B)(6) 2023 and (B)(6) 2024 revisions were reportedly due to dislocations. The reported left hip instability, swelling and pain following the 2 pops felt by the patient when ¿sat on arm of a couch¿ led to the (B)(6) 2024 revision. Without the supporting medical documentation, the root cause of the reported recurrent dislocations and revisions cannot be definitively concluded; however, the patient body mass index, condition of surrounding/supportive soft-tissues in light of the multiple left hip interventions, and patient activity are likely contributing factors to the reported events. The patient impact beyond the reported revision secondary to dislocations could not be determined. A review of the instructions for use documents for total hip systems revealed in the preoperative warnings and precautions that improper neck selection, positioning, looseness of acetabular or femoral components, extraneous bone, penetration of the femoral prosthesis through the shaft of the femur, fracture of the acetabulum, intrapelvic protrusion of acetabular component, femoral impingement, periarticular calcification, and/or excessive reaming may increase the risk of dislocations, subluxation, decreased range of motion, or lengthening or shortening of the femur, which may lead to revision surgery. The intraoperative warnings and precautions indicate that muscle looseness and/or malpositioning of components may result in loosening, subluxation and dislocation. Additionally, ectopic bone and/or bone spurs may lead to dislocation and painful or restricted motion and proper positioning of the components is important to minimize impingement which could lead to early failure, premature wear, device related noise, and/or dislocation, all of which may lead to revision surgery. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient body mass index, condition of surrounding/supportive soft-tissues, patient activity, traumatic injury or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a revision thr procedure was performed on (B)(6) 2023, the patient experienced a dislocation. This adverse event was treated by a revision surgery on (B)(6) 2024, in which an unknown devices were exchanged. A constrained r3 liner was implanted. Patient's current health status is unknown

Manufacturer narrative:
Internal reference number: (B)(4).